Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): dka (diabetic ketoacidosis) [diabetic ketoacidosis], no dose was immediately released, novopen 6 has to be pressed a few times with force to release the insulin dose [device delivery system issue], bubble then forms when trying to inject [liquid product physical issue]. Case description: this serious spontaneous case from australia was reported by a pharmacist as "dka (diabetic ketoacidosis)(diabetic ketoacidosis)" with an unspecified onset date, "no dose was immediately released, novopen 6 has to be pressed a few times with force to release the insulin dose(device delivery system issue)" with an unspecified onset date, "bubble then forms when trying to inject(liquid product physical issue)" with an unspecified onset date, and concerned a patient who was treated with ryzodeg (insulin aspart, insulin degludec) from unknown start date for "drug use for unknown indication", , novopen 6 (insulin delivery device) from unknown start date for "device therapy." The patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date the patent was admitted to the hospital (details not reported) in less than 1 week due to an episode of dka (diabetic ketoacidosis). When asked patient to show her insulin pen from home. The pharmacist discovered that the patient used a novo 6 pen to inject insulin ryzodeg using ryzodeg cartridges. Pharmacist tested a dose injection to the air, no dose was immediately released from the pen. A bubble then formed when trying to inject and has to be pressed a few times with force to break the bubble and release the insulin dose. This patient was not receiving any dose and had her oral hypoglycemics ceased last admission (first admission) which might have caused dka. Batch numbers: ryzodeg: has been requested. Novopen 6: has been requested. Action taken to ryzodeg was not reported. Action taken to novopen 6 was not reported. The outcome for the event "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" was not reported. The outcome for the event "no dose was immediately released, novopen 6 has to be pressed a few times with force to release the insulin dose (device delivery system issue)" was not reported. The outcome for the event "bubble then forms when trying to inject (liquid product physical issue)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational results: novopen 6: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Ryzodeg: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: is non-reportable updated to "no". Malfunction changed to no. Expected date of follow-up report removed and final report was ticked in EU/ca tab. Imdrf codes updated in device addendum tab. Investigational results updated for novopen 6 and ryzodeg. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 30-oct-2024: the suspected device novopen 6 has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary: novopen 6: batch number: unknown. No investigation was possible, because neither sample nor batch number was available.